Manufacturer narrative:
Steris performed in-service training to user facility personnel on the proper use and operation of the endogator tubing, specifically the importance of pretesting the tubing prior to use. No additional issues have been reported.

Manufacturer narrative:
The endogator hybrid tubing subject of the reported event was returned for evaluation. During inspection of the tubing, it was observed that the backflow valve component was not affixed to the tubing subsequently causing the reported event to occur. The user facility also returned samples from the subject lot. All samples returned had no issues noted. A complaint review determines this to be an isolated event. Steris offered in-service training to user facility personnel on the proper use and operation of the endogator tubing and to specifically pretest the tubing prior to use. The instructions for use states, "the backflow valve attached to the endogator hybrid irrigation tubing must be in place. If the backflow valve is missing, then discard the entire endogator hybrid irrigation tubing, accessories and water bottle." No additional issues have been reported.

Event description:
The user facility reported that the tubing connector to their endogator hybrid tubing disconnected subsequently causing water to leak. No report of injury.